Event description:
It was reported that the bd ultra-fine¿ mini pen needles was difficult to operate. This is 2 of 2 related incidents reported. The following information was provided by the initial reporter: I was using a bd sterile needle 0.25mm x 5mm 31g x 3/16in, lot #2130227, exp. 2027/05/31 with a nutropin 5mg/ 1ml pen. I followed the normal process of cleaning the hub of the pen with an alcohol swab and then attached the needle by twisting it on the pen until I felt resistance. I then adjusted the pen to the appropriate dose, and attempted to administer the medication. When I pressed the button to administer the medication, nothing happened. I attempted this several times. I removed the pen from my abdomen and attempted to administer the medication into the air without success. I changed the needle and was able to administer the medication successfully. The next day, when I was cleaning the hub of the pen, I felt something hard. When I looked at the hub I noticed the small needle from the underside of the bd needle I used the day before was stuck in the hub. I was able to remove it with my finger. I have saved the needle if it needs to be sent to anyone.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. New jersey, USA has been used as a default. E.4.: the initial reporter also notified the FDA. Medwatch report #mw5146856 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles was difficult to operate. This is 2 of 2 related incidents reported. The following information was provided by the initial reporter: I was using a bd sterile needle 0.25mm x 5mm 31g x 3/16in, lot #2130227, exp. 2027/05/31 with a nutropin 5mg/ 1ml pen. I followed the normal process of cleaning the hub of the pen with an alcohol swab and then attached the needle by twisting it on the pen until I felt resistance. I then adjusted the pen to the appropriate dose, and attempted to administer the medication. When I pressed the button to administer the medication, nothing happened. I attempted this several times. I removed the pen from my abdomen and attempted to administer the medication into the air without success. I changed the needle and was able to administer the medication successfully. The next day, when I was cleaning the hub of the pen, I felt something hard. When I looked at the hub I noticed the small needle from the underside of the bd needle I used the day before was stuck in the hub. I was able to remove it with my finger. I have saved the needle if it needs to be sent to anyone. Refer to additional documents in i2k.